Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server, reviewed the affected patients and confirmed they were already discharged, contacted the customer via email to verify the current status, and proceeded with case closure based on customer confirmation. The system functioned as intended after the technical support specialist verified the device.